Event description:
It was reported that the patient was considering going to the emergency room (ER) due to her pain. The patient experienced a shocking or jolting sensation. The patient stated that she felt like ¿both sides of her rear end had been bruised with a hammer.¿ the patient reported that ¿going back to (B)(6)¿ she was in an ¿accident¿ where she was thrown from her bus seat and landed on the ground on her back. The patient¿s arm was wrapped up in a seat belt in the accident. The patient had an x-ray that showed nothing was damaged. The patient had pain in her right butt cheek and was given three cortisone shots in the rear end. The patient noted that her pain was ¿far worse today than yesterday.¿ the patient felt stimulation but it felt like a ¿grinding stimulation.¿ the stimulation felt ¿almost painful¿ and this began ¿around the accident.¿ the stimulation also felt like a ¿dull ache¿ and the patient was getting ¿shooting pain¿ down her right leg and it felt like an ¿electric shock.¿ the patient tried turning stimulation off and the shocking stopped but her pain symptoms returned. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# l95357, implanted: 2001 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3708340, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported on regulatory report #3004209178-2014-04684. All information will be reported in this event going forward: it was reported that a patient stated her system was malfunctioning. It was stated that the details were unknown. It was stated that the patient would be asked to see her managing healthcare professional (hcp). Additional information received reported that the patient was having problems with her spinal cord stimulation again. It was stated that the implant "just wasn't working and hasn't worked right for months". It was stated that the device was "just weird". It was reported that she could turn it up and get stimulation in one area but not another. It was stated that the implant was at the lower end of the spin, and it was creating "pain that was breaking out in the rectum area". It was stated that the pain was "into the bone area". It was stated that the patient and her spinal cord have had "ups and downs". It was noted that the patient had osteoporosis. It was stated that she could "just be sitting and feel the pain". It was noted that the pain was in her hip area but started down in the rectum area. It was reported that the patient last met the hcp and manufacturer's representative for an adjustment 4-5 months ago. It was stated that the doctor said there was no connection between pain and the patient's implant, but the patient stated that she didn't believe the hcp. It was noted that the patient wanted to get in touch with a manufacturer's representative to meet at her primary care hcp's office. The patient stated that she wanted reprogramming to attempt to get stimulation in a better location and stated that she could only feel stimulation if she laid flat. Additional information received reported that the patient had stimulation in the wrong location. It was noted that the patient felt stimulation in the rectum and vaginal area and it was painful to sit down, "excruciating pain in to the bone which started". It was stated that the stimulation issues were following a bus accident 6-7 months ago where "she flew out of the seat". It was stated that the patient had her implantable neurostimulator (ins) on 2-3 hours a day, and that the more it was on, the worse the pain got. It was reported that when the patient sat down "it will not work" but if she was lying down it worked. It was stated that the patient also had the pain when the ins was off. It was stated that the patient currently had it set on 6v today. It was reported that the other day it was on 2v and there was no vibration, but when she laid downs it "vibrated so bad she had to turn it off it was the same way on 6v". I was stated that "it's not like a nice little massage, it hasn't been that way since the accident". It was noted that the patient was taking medication for (B)(6) because she had it, in case of break outs. It was stated that the patient had a break out and when she sat she was feeling pain in the bone of the rectum area. Additional information received reported that the patient received assistance from her healthcare professional (hcp) or manufacturer's representative on (B)(6) 2014. It was noted that this information was marked with a "?" And it was unclear whether the patient's concerns were resolved. It was reported that a "mylogram" was to be done. It was later reported that the patient was in a bus accident in (B)(6) of 2013. The patient stated ever since then she had been getting pain in the right check which then travelled down the right leg and felt like a charley horse. When the patient tried to adjust the stimulation either up or down it felt like there was a "jabbing" in the right check about an inch from the rectum and into the right cheek. When the patient sat down and leaned forward she got a "jabbing in the area of where the bottom meets the leg." The patient stated she had told the doctor of this pain for a "long time." The patient stated that "two something" of the stimulation "was not working." The patient stated she was not getting stimulation above the lumbar area which was another place she needed to have stimulation. It was noted that stimulation was in the wrong location. The patient stated she went to the doctor about two months prior to (B)(6) 2014 and that "she had told the doctor but he would not do anything and did not believe her." The patient stated she wanted to have the manufacturer representative at the next appointment with the doctor which was scheduled for the (B)(6). The phc had been giving the patient cortisone injection in the "bottom and leg area" which worked for about a month. The patient stated the phc "put in an order for the doctor to cut or sever the sciatic nerve to stop the pain." It was later reported that the patient was in a bus accident and indicated that issues with her system occurred at that time. High impedance of >10,000 ohms was observed on contacts/electrodes 8 and 11. Symptoms or complications associated with the event included less than 50% therapy relief at an unknown location. Action planned but not yet taken as of (B)(6) 2014 included the replacement of the entire system. The product status of the implantable neurostimulator (ins), extensions and lead was implanted and remains in service. Diagnostic testing or troubleshooting included impedance testing and reprogramming. The issue was not resolved. The cause of issue was not determined. The event occurred during normal use. The patient status as of (B)(6) 2014 was alive with no injury. It was later reported that no surgery had been scheduled as of (B)(6) 2014. It was planned for some future date to be determined. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that a manufacturer representative was present at the replacement.

Event description:
Additional information received reported the patient never showed up to their surgery on the scheduled date and has not yet reached out to their manufacturer representative or health care provider (hcp). It was unknown if the appointment was rescheduled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not getting stimulation above the lumbar area which was another place she needed to have stimulation. It was noted that there was stimulation in the wrong location. The patient went to the doctor around (B)(6) and "had told the doctor umpteen times but he would not do anything about it and did not believe her."

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy, and was going to work with their doctor or manufacturing representative on (B)(6) 2014. 4 days after the appointment, it was noted that the patient was going to have her implantable neurostimulator (ins) replaced due to high impedances and poor coverage. The healthcare provider wanted to replace the ins and implant a sensor. The issue remained unresolved at the time of the report, but surgery was in the near future. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had pelvic pain following a fall. It was noted that the patient had been reprogrammed on (B)(6) 2013. The reporter stated that the patient had had a CT of the pelvis done and it was noted to be within normal limits.